Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform a series of actions including disconnecting tubing, tightening the t:lock, and delivering boluses to address occlusion issues. The issues were eventually resolved by replacing supplies, allowing the customer to resume insulin therapy successfully.